Event description:
Information was received indicating that a smiths medical pump ended at 06:12 when they were hooked up at 14:11. The patient came into the office to be flushed and disconnected and the pump read "reservoir volume: 18.9ml, 3.3ml/hr, 131.1ml given." The patient was not affected at all by these issues. There were no adverse events reported.